Manufacturer narrative:
The following fields were corrected or updated: h6. Medical device problem code: a090803. H6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 2181610. The batch history record review for batch 2181610 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2181610 (100 tubes) were available for inspection. No media, or tube defects were observed in 100 /100 retention samples. Retentions samples were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per qc procedures for growth and antibiotic susceptibility. Batch 2111438. The batch history record review for batch 2111438 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2111438 (100 tubes) were available for inspection. No media, or tube defects were observed in 100 /100 retention samples. Retentions samples were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per qc procedures for growth and antibiotic susceptibility. No photos or returns were received to assist with the investigation. This complaint cannot be confirmed for either batch based on retention sample testing. Bd will continue to trend complaints for performance issues. H3 other text : see h10.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was false negatives. The following information was provided by the initial reporter: all mgit tubes that flag as negative after 6 weeks are inspected visually for ¿crumbs¿ to ensure nothing is missed. We have recently seen an increase in tubes that flag negative at 6 weeks, however have very obvious ¿crumbs¿ growing in the tube. In all instances (6 that were processed within a two week period) we have isolated afb (including tb) which is concerning.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was false negatives. The following information was provided by the initial reporter: all mgit tubes that flag as negative after 6 weeks are inspected visually for ¿crumbs¿ to ensure nothing is missed. We have recently seen an increase in tubes that flag negative at 6 weeks, however have very obvious ¿crumbs¿ growing in the tube. In all instances (6 that were processed within a two week period) we have isolated afb (including tb) which is concerning.

Manufacturer narrative:
Medical device lot #:2181610. Medical device expiration date:2023-12-24. Device manufacture date: 2022-06-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.